Manufacturer narrative:
A rotational sensor malfunction was observed in conjunction with an 0x40 alarm, indicating rotational sensor maximum open count exceeded. An internal soft cannula was identified, resulting in an internal leak. Fluid contact as a result of the internal tear was observed on the commutator cap, which is confirmed as the cause of the rotational malfunction and subsequent 0x40 alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: bp2a.250605.031.a3.s926usqs4cyj1 hardware: sm-s926u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 250 mg/dl at the time of the event. It was reported by the patient that the pod was alarming during operation. The pod was worn between 1 and 4 hours, on the hip. Investigation of the pod found a tear in the cannula.